Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would go in standby mode by itself. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not duplicate the reported issue. There were no critical fault codes logged relating to the touch screen or the video generator pcb. The touch screen was cleaned and recalibrated. The touch screen and display tests both passed in the service mode. The iabp unit was exercised on patient simulator and test balloon catheter. The fse was unable to duplicate any issue with regard to the standby button icon or the touchscreen itself. The fiber optic connector was discovered to be broken and unrelated to the reported issue; it was replaced and addressed in a separate complaint record. The fse complete the pm with full calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.